Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the patient's device was explanted in (B)(6) 2012. The catheter remains as the physician was afraid of spinal leakage if it was removed.

Event description:
It was reported that the catheter had dislodged; two years ago the catheter "slipped" approximately 2-2.5cm and was not providing any pain relief. Patient stated for the first couple of years she saw "terrific" relief from the system but then it went downhill gradually from there. Patient stated, the device made her "crazy" at the airport security and the pump had "stuck out away" from her body. The device was removed; patient had no issues being weaned off the intrathecal drug pump and was now being maintained on oral pain meds. Drug delivered via the device was dilaudid.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk. (B)(4).